Event description:
A distributor reported that a customer experienced an issue with a pump, specifically that the battery was not charging. There was no adverse impact on the customer's blood glucose level. The pump is expected to be returned for evaluation, and a replacement pump with a new serial number will be provided to the customer.